Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call faulty sensor. Customer's blood glucose level was 13 mmol/l. Troubleshooting for the faulty sensor was performed. The sensor did not alert and the transmitter did not blink while on the body. Customer was advised that the faulty sensor would be replaced and agreed to return the product for further analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base however; found the cannula was whole with no broken or missing parts. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.